Manufacturer narrative:
Covidien ref number #: (B)(4).

Event description:
The customer reported that an 840 ventilator had an erratic graphic user interface (gui) display. The malfunction did not occur during pt use. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu). The unit passed extended self-testing.